Event description:
The rptr indicated that the device exhibited unipolar operation at implant despite being programmed bipolar. When the device was removed from the pocket, no pacing was observed. When the device was inserterd into the pocket, unipolar output was observed and the device was implanted. Loss of capture and loss of sensing was observed. The rptr called back to report high impedance in the ventricular lead when programmed bipolar and noise ("n") annotated on iegms. When programmed unipolar, the lead impedance was 499 ohms and no noise was observed on iegms. The pt name is unknown.